Manufacturer narrative:
The reported issue that the dopamine infusion was ordered to be infusing at 3mcg/kg/min, but was found to be infusing at 8.1mcg/kg/min was confirmed. Physical inspection of the device noted the left iui connector power and ground pins had observed bluish/green corrosion present. There were no other anomalies observed. Review of the log showed a remote IV order had been received to the associated pcu at 6:45am on 10/17/2019; however it was cancelled with powering off of the system. The parameters received were drugid=224, 800mg/500ml, weight at 85.3kg, and dose at 3.001mcg/kg/min which would have an infusion rate at 9.6ml/h. The dopamine infusion was started at 6:48am on 10/17/2019 after manual programming was performed. Dopamine, 800mg/500ml (drugid=224), patient weight= 31.31kg, dose= 3.001 mcg/kg/min (rate=3.52ml/h), rate was cleared then entered at 9.6ml/h, and dose recalculated at 8.176 mcg/kg/min. The infusion was turned off at 10:15pm with a calculated volume infused recorded at 145.2ml. Because the drug concentration was entered correctly and the infusion rate ran at the intended infuse on rate, a medication error to the patient did not actually occur. Rate accuracy testing performed found the device infusing within specification. The root cause is being attributed to programming; however because the infusion was performed at the intended rate with the concentration of the drug correctly entered, a medication error to the patient had not actually occurred. A device malfunction is not believed to have occurred.

Event description:
It was reported that dopamine was ordered to be infusing at 3mcg/kg/minute but was discovered to be running at 8.1mcg/kg/minute. It is suspected that the infusion was programmed based off ml/hour instead of mcg/kg/minute. The weight was entered incorrectly in the device. It is unknown if the medication was programmed manually or programmed through interoperability. There was no patient harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that dopamine was ordered to be infusing at 3mcg/kg/minute but was discovered to be running at 8.1mcg/kg/minute. It is suspected that the infusion was programmed based off ml/hour instead of mcg/kg/minute. The weight was entered incorrectly in the device. It is unknown if the medication was programmed manually or programmed through interoperability. There was no patient harm.